Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer stated that her glucose level was high all day and treated with the insulin pump and manual injections, but she felt pain. The caller mentioned that they took off the infusion set. The customer stated that the diabetes educator changed the basal rates and she is having lows at night. Customer will meet her to see if adjustments can be made to prevent drops in her blood glucose while sleeping. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.